Event description:
Or staff pulls operative sterile supply items required for the next day's cases, into disposable plastic bags as a daily task. It was reported by one rn that the packaging of the lapraty foil packaging contained several creases and appeared damaged. The rn opened the package and was able to spot pin-prick holes in the packaging. Upon follow up by clinical engineering, it was reported that this is a regular occurrence, and 3 samples were saved: one from the above event and two that were also noted during unknown case set-ups. The foil packaging is very fragile and can easily become kinked, bent, or crumpled. Although there are no easily noticeable holes, when each package is held in front of a light, several pin prick holes can be observed, indicating compromised sterility of the product. Images of the 3 packages positioned in front of a light can be viewed under the attachments tab. Per site reporter: ethicon has received word from nursing staff of this issue multiple times. It is unknown whether ethicon received product back, but this device will be saved to return.